Manufacturer narrative:
Per the clinic, the patient also experienced a skin breakdown and subsequently was treated with oral antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2024.